Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked between the twist clamp and the tubing. It was further stated that there were no visible cracks or damages. The transfer set was replaced. This was identified at the completion of a peritoneal dialysis (pd) therapy session. There was no report of patient injury however, the patient received prophylactic antibiotics as a preventative measure. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.